Manufacturer narrative:
The device was returned to zoll medical canada's service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The multi-function connector was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed paddle set button self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.